Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 127 ohms. It was noted there was a slight increase in pacing impedances and the shock impedances had gradually increased over the past year. Boston scientific technical services (ts) discussed that single coil leads tend to run high and there may be some physiological/calcification change around the coil. Ts recommended to re-program the device. This rv lead remains in service. No adverse patient effects were reported.